Event description:
It was reported that the preloaded toric intraocular lens (iol) rotated. Lens remains implanted and degree of rotation is unknown. Additional information received from customer on 16 aug 2023 indicates that doctor had performed a secondary intervention to reposition the iol in the patient's eye. Patient status is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation, as to date, it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.